Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the lung tissue on a lung cancer surgery, the surgeon was able to press the green button but could not squeeze the handle. The device was not able to fire. The surgeon replaced the device with the same ID to resolve the issue. No patient injury.